Event description:
The reporter stated that surgeon inserted a aaq4203tl single piece silicone lens with tore optic. The lens tore upon insertion into the eye. The lens was rmeoved without enlarging the incision. No pt injury